Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a motor error alarm when they were changing their reservoir. The customer also reported receiving a no delivery alarm. Customer's blood glucose was 115 mg/dl. Troubleshooting found insulin was able to exit from the tubing during a fixed prime and manual prime. The customer was advised their insulin pump was working as designed. No additional information provided.